Manufacturer narrative:
Occupation is patient/consumer. The patient's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.8 inr. Qc 2: 5.8 inr. Qc 3: 5.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. A review of the meter error log shows error 3. Error 3 (349) occurs when the test strips have passed their expiration date according to the meter's time/date. For error 3, product labeling states "test strip expired. Solution: check the meter¿s date setting. If it is not correct, set the correct date. For more information, see the meter setup section of this manual. If the date is correct, power the meter off and remove the code chip and the test strip. Then use the code chip and a test strip from a new box of test strips." The meter's time/date have been set correctly according to the timestamp on the error log. The error log does not show what test strips were being used at the time error 3 occurred. Codekey s_475 was observed in the meter's codekey slot and pertains to strip lot #54145310 which expired in november 2022. The results in the meter's patient result memory show that the customer was using codekey s_477 pertaining to strip lot #54146310 which expires on 31-dec-2022. Therefore, the results obtained in the meter were not expired. It is not possible to determine if the customer was using s_475 or s_477 at the time of testing when the error 3 failed to occur. If the customer was using the s_475 that was found in the meter, then the triggered error 3 was correct due to the associated test strips having been expired a month prior. The customer's allegation could not be reproduced. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation that the coaguchek xs meter did not give the corresponding error message (error 3) when expired test strips were used. The date on the meter is correctly set. The test strips were lot 54145321 with an expiration date of 30-nov-2022. No results were received with the expired test strips.